Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with a dialysis catheter. The customer stated that the catheter fell out while he was putting on his shirt. The pt is (B)(6), this is his third catheter, placed in (B)(6) 2011, all catheters were 19cm. The pt takes celebrex 200mg bid, is hypertensive and has had a stroke with post convulsions and a history of gout. The pt has a drinking problem. This last catheter that fell out was replaced. The catheter was implanted (B)(6) 2011 and fell out (B)(6) 2011. The catheter was in place 40 days.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.